Event description:
A report was received that a pt was admitted to the hospital because she fell on her ipg and it appeared to be loose in the pocket. The physician performed the pocket revision in 2009. The ipg was moved up and sutured down to prevent it from flipping. The pt is reportedly doing well.

Manufacturer narrative:
This is the final report.